Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with one ecr60w cartridge loaded on the device. The reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted, no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event could not be confirmed as no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: event description was revised as follows; it was reported that during a lap gastrectomy, some staples of the proximal end were not deployed at the 9th firing on the jejunum. The cartridge was white. The target tissue was regular. There was no unexpected resistance in closing and firing. There was no unexpected noise. The device was not fired across an existing staple line or clip. Some staples of the proximal end were unformed and other staples were formed properly. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that during an open unknown procedure, some staples of the proximal end were not deployed at the 9th firing. The cartridge was white. Additional suture was performed to complete the case. There were no adverse consequences to the patient.